Manufacturer narrative:
The device history record (DHR) review for the effected valves was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. Per the report received, the patient's annulus was moderately to heavily calcified, the leaflets were bulky, the left and non-coronary leaflets were severely calcified and there was moderate mitral annular calcification noted via tee. Very likely, the position of the valve following deployment and resulting aortic insufficiency was a result of the patient's bulky/severe calcification and not due to valve function. In addition, as noted, this patient also suffered from severe kyphosis which contributed to technical challenges in terms of imaging during the procedure. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the 23mm sapien valve was deployed in an 80:20 (aortic position). Following valve deployment there was moderate central leak and moderate paravalvular leak. It was determined to post-dilate the sapien with the rf3 balloon by adding an additional cc of contrast/saline. Following post-dilatation and rf3 removal from the deployed sapien, moderate to severe aortic insufficiency was still noted and estimated to be 50% paravalvular and 50% central. A pigtail was inserted and simultaneous left ventricle and aortic pressures were measured (bp 138/33, lv 140/20). Due to the patient's severe kyphosis, transesophageal echocardiogram (tee) imaging was limited and we could not determine if all the leaflets were functioning properly. The contra-lateral pigtail was used in an attempt to potentially free-up the valve leaflets. The left ventricle wire was removed and angiography revealed leaflet overhang in the area of the non-coronary and left coronary cusp. It was determined not to implant a second sapien and monitor the patient over the next 24-48 hours before determining the next steps. All wires and catheters were removed and the vessel and groin were surgically closed; last noted vital signs: bp 118/28, heart rate paced at 72. Per the report received, the patient's aortic annulus measured of 21.7 mm, the annulus was moderately to heavily calcified, the leaflets were bulky, and moderate mitral annular calcification was noted via tee. Per additional information received, following the procedure the patient remained hemodynamically stable. Due to the amount of calcium in the native annulus and risk of annular rupture, the decision has been made to monitor the patients status and then decide if additional therapy is needed if the patients status changes. This patient's sinotubular junction (stj) was calcified on the side of the left coronary and diameter was 27mm with moderate calcification. There was mild ventricular septal hypertrophy. The patient had a vertical aortic root. The left and non-coronary leaflets were severely calcified. Image intensifier angle was fair, however the amounts of calcification present and severe kyphosis made camera positioning challenging. Coaxial alignment was good. The sapien valve positioning pre-deployment was 50/50. Balloon inflation was held during deployment for more than 3 seconds and there was no loss of pacing capture during deployment of the valve.